Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right brachial vein of a patient in the main cu. During insertion, the clinician removed the dilator from the sheath to dilate the patient's vessel. She then attached the sheath to the dilator and tried to reinsert and the dilator frayed. As a result, an mst kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.